Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of heavily calcified, 90% stenotic lesion in the ostial left anterior descending coronary artery (lad). The vessel diameter was greater than 3.0mm. The procedure was high risk, and the lad was the only true vessel, and the procedure was the last option for the patient. Prior to the device introduction to the patient, the patient did not feel well. After the first orbital atherectomy treatment, the patient's heart rate slowed and recovered. One to two additional treatments were administered, and after the final treatment, the patient became hypotensive. At times, slow flow was observed, however, the vessel was treated with balloon angioplasty and returned to baseline. No evidence of a perforation or dissection was observed. In the physician's opinion, the hypotension was caused by the slow flow. The patient's potassium level also decreased from 4.0 pre-procedure to less than 2. The patient had pulseless electrical activity (pea) with no ventricular fibrillation or ventricular tachycardia. Life saving measures, including central lines, medication administration, and cardiopulmonary resuscitation were performed for 70 minutes; however, the patient expired. It was unknown what caused the hypotension and the lowered potassium levels. The opinion of the physician was that the patient was unable to recover from becoming hypotensive. It was later determined that the decreased potassium was a lab error as a repeated test showed the potassium was normal.